Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bolus was for more carbohydrates than what was consumed. Blood glucose (bg) was 18 mg/dl and paramedics treated the customer with dextrose intravenously. There was no injury as a result of the low bg.